Manufacturer narrative:
Citation: pipeline embolization device for recurrence of previously treated aneurysms. David dornbos iii, md, constantine l. Karras, ba, et. Al. Doi: 10.3171/2017.3.focus1744. This study was designed to assess the safety and efficacy of ped in the recurrence of previously treated aneurysms. The authors reviewed a total of 13 cases in which patients underwent secondary placement of a ped for aneurysm recurrence following prior treatment with another modality. The peds were used to treat aneurysm recurrence or residual following endovascular coiling in 7 cases, flow diversion in 2, and microsurgical clipping in 4. The mean time between initial treatment and retreatment with a ped was 28.1 months, 12 months, and 88.7 months, respectively. The devices will not be returned for evaluation as they remain implanted; therefore, no evaluation can be performed. There is no evidence suggesting that the device was defective, but rather an event related to the patient's condition. Additional information has been requested from the author of this article regarding this case. Should it become available a supplemental report will be submitted. Related mdrs for this article: 2029214-2017-00950 2029214-2017-00951. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through an article review that approximately 7 months after treatment with the pipeline device, this patient required retreatment with a pipeline device due to reoccurrence or residual aneurysm. The patient originally presented with a sixth cranial nerve palsy and was found to have an unruptured fusiform pseudoaneurysm located in the left cavernous internal carotid artery (ica), which was treated with the pipeline device. The aneurysm measured at 10.9mm and it was reported that patient demonstrated a substantial decrease in aneurysm size, although with significant residual, following the initial ped procedure. The residual aneurysm was predominantly located at the proximal and distal regions of prior treatment, and given the marked improvement following initial ped placement, additional ped placement was pursued. The patient had complete occlusion of the ica at 6 months¿ follow-up, although with no new clinical sequelae.